Manufacturer narrative:
The olympus field service engineer was unable to verify the customer problem. The device was returned and the reported event was unable to be duplicated after burn in testing. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus that during a unknown procedure, the image was intermittent on the hd 3cmos autoclavable camera head. The procedure was completed using a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event of image display is intermittent could not be duplicated. Therefore, the root cause of the event could not be identified. Olympus will continue to monitor field performance for this device.